Event description:
Incoming information notes ¿over sensing on the ventricular lead¿ and ¿low r waves¿. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).